Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at the ipg site. As a result, the ipg was explanted and replaced on (B)(6) 2019. Therapy has been restored.